Event description:
It was reported that the anesthesia system failed the system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and concluded that there was a leakage that originated from the vaporizer. With a new vaporizer, the system check out passed successfully. Service was performed and the anesthesia system was cleared for clinical use. The faulty part has not been received for investigation, nor has the device logs. Based on the above information, the cause of the leakage has not been determined.